Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025, due to hyperglycemia event caused by an infusion set bent cannula. Blood glucose level was 22 mmol/l at the time of the event and patient got treated with intravenous (IV) drip. The duration of hospitalization was greater than 24 hours. Patient was experienced sweating and sick at the time of the event. Patient was found positive for high ketones level. Ketones level were more than 4 mg/dl at the time of the event. No further information available.